Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.

Event description:
It was reported to philips healthcare that during use on a patient, the heartstart mrx failed to deliver multiple shocks. Another defibrillator was used and a shock was successfully delivered, however the patient expired.